Manufacturer narrative:
Additional information is provided. A regulator sample was received at the contract manufacturer's location for evaluation. Per the contract manufacturer evaluation, the returned regulator was received in good condition. The regulator was put through final inspection tests. Although gas flow was present, the returned regulator failed for insufficient gas flow. Further evaluation determined that the device o-rings take set after being in one position for some period of time after which the device output pressure, specified as 10psi maximum, is insufficient to get them moving properly. Root cause of the reported event can be attributed to nonconforming o-rings. Data will continue to be monitored for evidence of adverse trending further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No regulator sample is confirmed to have been received by the contract manufacturer for evaluation. A review of complaints for the last 12 months did indicate two additional related reports for this regulator device for the provided lot number. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an ophthalmic gas dispensing regulator did not dispense gas prior to the start of a corneal transplant surgery. Alternatively, the doctor used air in order to begin and perform the procedure. There was no report of patient impact. Additional information has been requested.